Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is not charging. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The customer tried a new battery with no results. Product support advised customer to try a new power management (pm) board and provided part ID.